Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family member reported via phone call that customer experienced hyperglycemia. Customer¿s family member stated that no insulin was getting from the insulin pump. Customer was closed to the diabetic ketoacidosis last night and because blood glucose went up to 600 mg/dl. Customer got down blood glucose to 244 mg/dl but when they hooked insulin pump back up his blood glucose started going up. Customer stated that her son will be calling back to do high blood glucose troubleshooting. The insulin pump will not returned for analysis.